Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a motor error alarm during rewind. They were able to complete the rewind sequence. The customer showed a history of motor errors by having two motor errors in the morning and two at night. The customer stated they had not been exposed to an MRI. The customer's blood glucose level was 7.9 mg/dl. Advised customer to stop using insulin pump and resort to their back-up plan. No further information was reported.